Event description:
Pt had an axillofem "gortex" graft with acute thrombosis. A f105 catheter was used without a guidewire. After the angiojet treatment, the fluoro showed dye extravasation at the distal anastomosis. The angiojet treatment showed insufficent results and the pt was sent to surgery for an operative thrombectomy. The pt was sent back to radiology a few days after the operative thrombectomy. The native iliac on the right side was stented.